Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that after ten minutes into the operation, the light went on and off, making it impossible to continue using the illuminator. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the system was reportedly turned on for more than 10 minutes, and the light source was flickering. The customer then replaced the illuminator lamp module with a back-up device of the same kind to continue with the case. The illuminator lamp module was reportedly sent back to isi for evaluation, but it has not yet been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the illuminator lamp module for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. The device information cannot be verified through the system log review as there are no logs available for an illuminator lamp module. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the illuminator lamp module involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system reproduced and confirmed the customer reported complaint. During testing, the light did not activate when the illuminator was switched on. Further investigation identified signs of thermal damage on the light aperture. Both observations are related and the cause is attributed to a component failure. The illuminator has also been evaluated by the advanced failure analysis (afa) team. The device was installed on an in-house system. The device had 229 lamp hours. Error 48245 was observed on the vision side cart (vsc) indicating that the illuminator lamp failed to ignite. The device had no light output. Additionally, lamp discoloration was noted. This observation is cosmetic and does not affect functionality. Root cause remains attributed to a component failure.